Event description:
It was reported a bladder neck suspension procedure utilizing protegen sling was initially performed without incident on 2/16/98. Approx five weeks post procedure, the pt returned with bloody discharge and urethral erosion of the sling material was noted. The sling material was removed on 4/14/98 without incident and the pt underwent treatment with anitbiotics and premarin cream. No further info regarding the circumstances surrounding the event are available. The device has been destroyed by the uf. Therefore, no failure analysis will be performed. F/u indicated the pt was cleansing with a betadyne douche for approx one week sometime prior to returning for reassessment which may have contributed to this event. Co's directions for use outline as potential complications: "the pt must be advised to avoid physical strain, such as heavy lifting for two to three post op and physical vaginal activity (sexual intercourse, douching, tampon usage, etc.) For six to eight weeks post operative."

Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. H2. Correction: it was found that this MDR is a duplicate of 6000043-1998-00024 and should be voided or made null. Report 6000043-1998-00057 contains the complete report.